Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited varying impedances, increased thresholds and muscle stimulation. The pacing impedances ranged from 827 to 2000 ohms. The lead was electronically repositioned and afterwards the impedances and thresholds stabilized and the muscle stimulation resolved. The lead remains in service and no adverse patient effects reported.